Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable investigation finding that the sidecar rx was pushed back. Block h10: the returned trapezoid rx basket was analyzed, and a visual inspection found the side car rx was pushed back. Dimensional inspection noted the pushed back is approximately 4.0 mm which is out of specification. Functional inspection found the basket was able to extend and retract without problems. The reported event of basket failure to open was not confirmed. Based on all available information, it is possible that procedural factors such as the device advancing through the scope could lead to side car rx pushback. Therefore, the conclusion code of the problem side car rx pushback is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the trapezoid rx basket failed to open to capture a 2.5 cm stone in the bile duct. The basket was removed and a different domestic spiral basket was used to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. The investigation results revealed the sidecar rx was pushed back; therefore, this is now an MDR reportable event. Please see block h10 for full investigation details